Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred three days after the sensor had been inserted in the arm. The patient was at the hospital for a scheduled medical procedure when the hypoglycemia event occurred. She stated she had no symptoms because she is hypo unaware. Her cgm value displayed was 87 mg/dl but a bg finger stick by hospital personnel was 27 mg/dl. Although no decreased level of consciousness symptoms was reported, hospital personnel treated her with an ampule of d50 which is presumed to mean dextrose 50% IV push. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.